Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an impella cp was implanted to stabilize a patient during a high risk cardiac procedure. The procedure was performed but the patient became bradycardic with rate in the 20s and a temporary pacemaker was placed. The patient was also started on dopamine. During support, it was noted that the patient developed a hematoma in the right groin after an episode of nausea and vomiting. Pressure was held and anticoagulation was stopped, and the hematoma was stabilized. The impella site was stable with reduced hematoma. Distal pulses were present. The decision was made to wean off the impella cp and explant due to hematoma. The patient survived the procedure.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding was most likely anticoagulation management since the activated clotting time (act) level was 332 which is above the recommended level and out of range.